Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
The physician had requested to use a genesis 8 x 59. While the tech was taking the product out of the package he noticed that there was no stent on mounted on the balloon. Upon further investigation, he noticed that the stent was still stuck in the packaging coil. It had fallen off while he removed it from the coil. The case was completed successfully with a different genesis 8x5 and there was no harm to the patient. I will be returning the product for evaluation. Upon receipt of the device, the stent was completely flattened. The product was stored and handled according to the IFU. The product was also inspected and prepped according to the instructions for use. The defective stent was noticed while prepping the catheter. The stent was not flattened when it was removed from the packaging. It was noted that there was a kink in the stent, but not flattened. It was reported that the stent must have flattened during shipping.

Manufacturer narrative:
While removing the product from the package it was noticed that there was no stent mounted on the balloon. Upon further investigation, it was found that the stent was still stuck in the packaging coil. It had fallen off when removed from the coil. One non sterile long gen / pro 59 x 80 bil 80 catheter was received coiled inside a plastic bag. The stent was received in a different bag; it appears as if an attempt to inflate the balloon was made since residues of inflation media were noted in the balloon. No damages were noted along the device. During microscopic analysis crimping marks were observed between the marker bands. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ dislodged-during prep was not confirmed since an attempt to inflate the balloon had been performed. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.